Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels (600 mg/dl)with moderate ketones present. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed. It was indicated that the customer had received an occlusion alarm prior to calling cts. In addition, it was reported that the pump fill estimate was noted to be inaccurate. No troubleshooting was performed for the occlusion alarm and fill estimate as the customer changed supplies prior to calling cts.